Manufacturer narrative:
Batch review performed on 03 november 2016. Lot 133690: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came due to an abscess in the wound. The surgeon washed out the hip. The surgeon revised the liner. The surgery was completed successfully. X-rays and explants are not available.